Event description:
Pt tested blood glucose on two suspect devices and got blood glucose=71 mg/dl on 1st one and blood glucose=73 mg/dl on the other. He dosed his insulin taking more than his usual amount: 40r and 20u nph. He passed out and emt's tested his blood glucose as 81 mg/dl and the lab reading was 52 mg/dl. He was treated with glucose shot. Controls were tested on both suspect devices and they were in range.